Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc information were requested but not provided. The customer has not encountered the issue again. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable false (B)(6) elecsys (B)(6) assay result for one patient tested on a cobas e411 disk. The patient¿s initial (B)(6) result was "(B)(6)." The quantitative result was requested but not provided. The customer performed repeat testing and the same sample recovered 100 and 200 with no units provided, which is (B)(6). (B)(6), lot number was 406216 with an expiration date of 31-jun-2020.